Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and ovarian cystectomy ("left cystectomy") in a 27-year-old female patient who had essure (batch no. 716608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included jaw pain, anxiety, vaginitis, ovarian cyst and amenorrhea. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced depression ("depression"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower quadrant pain"). On (B)(6) 2013, 2 years 8 months after insertion of essure, the patient underwent ovarian cystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, ovarian cystectomy, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, depression, device dislocation, dyspareunia, female sexual dysfunction, infection, menorrhagia, menstrual disorder, ovarian cystectomy and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2017, hysterosalpingogram showed essure device was successfully occluded. It was reported that she had a hysterectomy even though they have been removed she still having issue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 24-may-2018: lot number received. Events added: "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), depression, left cystectomy, dyspareunia (painful sexual intercourse), lower quadrant pain". From pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and ovarian cystectomy ("left cystectomy") in a 27-year-old female patient who had essure (batch no. 716608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included jaw pain, anxiety, vaginitis, ovarian cyst and amenorrhea. On (B)(6) 2010, the patient had essure inserted. In (B)(6) , the patient experienced depression ("depression"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower quadrant pain"). On (B)(6) -2013, 2 years 8 months after insertion of essure, the patient underwent ovarian cystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, ovarian cystectomy, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, depression, device dislocation, dyspareunia, female sexual dysfunction, infection, menorrhagia, menstrual disorder, ovarian cystectomy and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2017, hysterosalpingogram showed essure device was successfully occluded. It was reported that she had a hysterectomy even though they have been removed she still having issue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical complain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and ovarian cystectomy ("left cystectomy") in a 27-year-old female patient who had essure (batch no. 716608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included jaw pain, anxiety, vaginitis, ovarian cyst and amenorrhea. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression") and abdominal pain lower ("lower quadrant pain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, 2 years 8 months after insertion of essure, the patient underwent ovarian cystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infections"), menstrual disorder ("menstruation issues") and anxiety ("mental anguish"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, ovarian cystectomy and dyspareunia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dyspareunia, female sexual dysfunction, infection, menorrhagia, menstrual disorder, ovarian cystectomy and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2017, hysterosalpingogram showed essure device was successfully occluded. It was reported that she had a hysterectomy even though they have been removed she still having issue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet received: mental anguish event was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent removal of the device due to complications from essure device.). Essure was removed. At the time of the report, the device dislocation, infection and menstrual disorder outcome was unknown. The reporter considered device dislocation, infection and menstrual disorder to be related to essure. On (B)(6) 2017, hysterosalpingogram showed essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date essure device was successfully occluded. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of them migrated and embedded in my uterus and one in my cervix') and device dislocation ('migration') in a 24-year-old female patient who had essure (batch no. 716608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and gastroesophageal reflux disease. Concurrent conditions included jaw pain, anxiety, vaginitis and amenorrhea. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) 16-nov-2010 to february 2011, ibuprofen since (B)(6) 2010, omeprazole since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). On (B)(6) 2011, the patient experienced abdominal pain lower ("lower quadrant pain"), 1 month 18 days after insertion of essure. On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient underwent ovarian cystectomy ("left cystectomy"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infections"), menstrual disorder ("menstruation issues"), anxiety ("mental anguish"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and urethral prolapse ("mesh sling put in to lift my urethra due to prolapse "). The patient was treated with surgery (vaginal sling urethropexy, hysterectomy and hysterectomy with bilateral salpingectomy and oophorectomy right). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, ovarian cystectomy, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, dyspareunia and urethral prolapse outcome was unknown and the device dislocation, abdominal pain lower, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dyspareunia, embedded device, female sexual dysfunction, infection, menorrhagia, menstrual disorder, ovarian cystectomy, urethral prolapse and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2017, hysterosalpingogram showed essure device was successfully occluded. It was reported that she had a hysterectomy even though they have been removed she still having issue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of them migrated and embedded in my uterus and one in my cervix') and device dislocation ('migration') in a 24-year-old female patient who had essure (batch no. 716608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and gastroesophageal reflux disease. Concurrent conditions included jaw pain, anxiety, vaginitis and amenorrhea. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) (B)(6) 2010 to (B)(6) 2011, ibuprofen since (B)(6) 2010, omeprazole since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). On (B)(6) 2011, the patient experienced abdominal pain lower ("lower quadrant pain"), 1 month 18 days after insertion of essure. On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient underwent ovarian cystectomy ("left cystectomy"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infections"), menstrual disorder ("menstruation issues"), anxiety ("mental anguish"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and urethral prolapse ("mesh sling put in to lift my urethra due to prolapse "). The patient was treated with surgery (vaginal sling urethropexy, hysterectomy and hysterectomy with bilateral salpingectomy and oophorectomy right). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, ovarian cystectomy, infection, menstrual disorder, female sexual dysfunction, depression, dyspareunia and urethral prolapse outcome was unknown and the device dislocation, vaginal haemorrhage, menorrhagia, abdominal pain lower, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dyspareunia, embedded device, female sexual dysfunction, infection, menorrhagia, menstrual disorder, ovarian cystectomy, urethral prolapse and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2017, hysterosalpingogram showed essure device was successfully occluded. It was reported that she had a hysterectomy even though they have been removed she still having issue. Plaintiff revived treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, event outcome , rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of them migrated and embedded in my uterus and one in my cervix') and device dislocation ('migration') in a 24-year-old female patient who had essure (batch no. 716608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and gastroesophageal reflux disease. Concurrent conditions included jaw pain, anxiety, vaginitis and amenorrhea. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) (B)(6) 2010 to (B)(6) 2011, ibuprofen since (B)(6) 2010, omeprazole since (B)(6)2013 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). On (B)(6) 2011, the patient experienced abdominal pain lower ("lower quadrant pain"), 1 month 18 days after insertion of essure. On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient underwent ovarian cystectomy ("left cystectomy"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infections"), menstrual disorder ("menstruation issues"), anxiety ("mental anguish"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and urethral prolapse ("mesh sling put in to lift my urethra due to prolapse "). The patient was treated with surgery (vaginal sling urethropexy, hysterectomy and hysterectomy with bilateral salpingectomy and oophorectomy right). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, ovarian cystectomy, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, dyspareunia and urethral prolapse outcome was unknown and the device dislocation, abdominal pain lower, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dyspareunia, embedded device, female sexual dysfunction, infection, menorrhagia, menstrual disorder, ovarian cystectomy, urethral prolapse and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2017, hysterosalpingogram showed essure device was successfully occluded. It was reported that she had a hysterectomy even though they have been removed she still having issue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received : new reporter added. Events ovary removal surgery updated . Event urethral prolapse and embedded device vent added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and ovarian cystectomy ("left cystectomy") in a 24-year-old female patient who had essure (batch no. 716608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and gastroesophageal reflux disease. Concurrent conditions included jaw pain, anxiety, vaginitis and amenorrhea. Concomitant products included ethinylestradiol;levonorgestrel (seasonique)16-nov-2010 to february 2011, ibuprofen since november 2010, omeprazole since march 2013 and paracetamol (acetaminophen) since november 2010. On (B)(6) 2010, the patient had essure inserted. In december 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). On (B)(6) 2011, the patient experienced abdominal pain lower ("lower quadrant pain"), 1 month 18 days after insertion of essure. On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On 1-apr-2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient underwent ovarian cystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infections"), menstrual disorder ("menstruation issues"), anxiety ("mental anguish"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, abdominal pain lower, abdominal pain and back pain had resolved and the ovarian cystectomy, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dyspareunia, female sexual dysfunction, infection, menorrhagia, menstrual disorder, ovarian cystectomy and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2017, hysterosalpingogram showed essure device was successfully occluded. It was reported that she had a hysterectomy even though they have been removed she still having issue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2019: pfs received new event was added abdominal area pain & lower back pain and event onset date updated. Concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.